Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No additional investigation will be performed as the site has decided to not allow an investigation to be performed.

Event description:
A site representative reported that, while in a procedure, the imaging system produced a black and white screen following the first 2d image taken. Restarting the system resolved the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient ID provided.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.